Event description:
Later the healthcare professional reported ¿silicone gel leakage¿ and ¿hardening in the breast¿.

Event description:
Patient reported right side rupture and pain. The device has been explanted. Later the healthcare professional reported ¿silicone gel leakage¿ and ¿hardening in the breast¿. Patient representative reported "capsular contracture baker grade IV." Patient representative also reported "focal apocrine metaplasia" and "cancer cells."

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., b.6., b.7., h.6., h.10. The event of capsular contracture baker grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Patient representative additionally reported ¿severe inflammation of the breasts and the risk to your health.¿ device has been explanted.

Manufacturer narrative:
The reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side rupture and pain. The device remains implanted.